Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent open reduction internal fixation surgery for femoral neck fracture. The surgery was completed with no surgical delay. After the surgery, it was determined to remove implants used in the primary surgery and perform bha surgery on (B)(6) 2021. No further information is available. This complaint involves four (4) devices. This report is for (1)femoral neck system plate 1 hole - sterile. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Additional product code: hrx. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a UDI number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.